Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet pump, expressed concern about the aggressiveness of insulin delivery, stopped using the device, and requested a return; the event was related to diabetes and glucose control, and return authorization was later approved. Symptoms included weakness, lethargy, fatigue, and decreased alertness. Outcomes included a prior hospital admission and subsequent discharge. Investigation included internal review and outreach for device return. Investigation of this case revealed that the cause of hyperglycemia remained unclear, no device data or component evaluation was available, and no device malfunction could be confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.